Manufacturer narrative:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir housing. The customer states it was broken off. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir housing. The customer states it was broken off. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.